Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50 serial#: (B)(4) description: linear 3-6 lead, 50cm model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patients suture sleeve anchor was superficial that caused irritation. The patient underwent a revision procedure wherein the physician used fixate suture to fix the anchor. The patient was doing well postoperatively.